Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a break in insulation. This observation was made during a routine device changeout procedure. To date, there are no reports that critical therapy delivery was affected, and there have been no patient symptoms associated with this clinical observation.